Event description:
It was reported to philips that the system geometry movements were not available.the device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated the complaint and found that the planned coronary diagnostic procedure was completed after restarting the system. A philips field service engineer (fse) conducted an onsite and analysed system log files, which indicated the error message: ¿unable to communicate with geoipc. Sid is unknown,¿ along with a mechanical motion failure. Upon troubleshooting, the fse identified the geo ipc module was defective. The engineer replaced the geo ipc. After the replacement, the system was restored to normal operation and returned to clinical use in good working condition. The instructions for use for the allura device recommend using a system restart if there is a system failure. The allura IFU provides instruction on regarding a cold restart (switching the system off and then on again) as well as a ¿fast restart¿ which enables the operator to recover from a system failure faster than switching the system off and on again. If a loss of geometry movement occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. A loss of geometry movement that can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur. The codes have been updated based on the investigation's outcome.